Event description:
Caller reported that ibc dropped 40% in a short period of time, reaching 5%. Despite being connected to a power source, the ibc continued to decrease. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.